Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in the hospital for heart failure unrelated to the device. Under fluoroscopy the atrial lead had fallen into the ventricle. The physician attempted to reposition it but had difficulty in extending the helix. The lead was removed and replaced without an incidence. The patient tolerated the procedure well .